Manufacturer narrative:
The insulin pump was received with a detached end cap, partially broken reservoir tube lip, missing reservoir tube o-ring, minor scratches on the lcd window, and a scratched reservoir tube window. The drive support disk was inspected and no anomaly was noted.

Event description:
The customer reported via phone call that his insulin pump was damaged; the drive support cap pushed out and the casing around it came off. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the physical damage. The customer could not identify how the damage occurred. The customer mentioned that his belt clip broke a month ago and that he had been keeping the insulin pump in his pocket ever since. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.